Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this event was related to the procedural technique, not the device failure. The patient was discharged without problem. The returned guidewire was shaped but no other significant deformation was found. For approximately 35-39 cm from the proximal end, linear scratch marks was found on the shaft along with intermittent peeling of the pfte coating in the longitudinal direction. To replicate the ptfe coating damage, an unused 0.014 inch guidewire was inserted into a metal introducer and made to contact the edge of the introducer. As a result, the similar ptfe coating damage that was seen on the returned guidewire was observed on the sample guidewire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the ptfe coating was damaged by strong friction occurred when the edge of a possible metal introducer point contacted the shaft of the returned guidewire. There was no indication of product deficiency. Although reportedly there was no adverse impact on the patient, a possibility could not be ruled out that the fragments of the ptfe coating might have entered into the blood stream. Introductions for use states: - [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; - [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During a pci to treat a 75-90% stenosis in the lad #7, a stent was deployed using the subject guidewire. After that the guidewire was removed from the anatomy. An attempt was made to reinsert the guidewire into the anatomy when the ptfe coating of the wire shaft was found peeled off. No particular action was taken against the peeled ptfe coating. The guidewire was exchanged to another and the pci was completed without problem.